Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received at the galway product analysis lab loaded inside the delivery catheter system (dcs). The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact and was in a slightly crimped state. All leaflets were stiff and marginally pliable. Leaflets exhibited signs of severe creases and imprints. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures were intact. The valve was received in a dehydrated state with the valve skirt exhibiting severe creases and imprints. The valve was submerged in a warm saline bath; valve maintained compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: three media files were provided for review of the event. The patient¿s measurements were provided for anatomical review. The patient¿s annulus perimeter was 93.9mm with a perimeter derived of 29.9mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to valve implantation. No infold was noticeable during the first deployment attempt. An infold was visible after two recaptures. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Physicians and field team followed medtronic best practices. A new valve was used for the implant without further issues. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a good load was confirmed by the image review and the infold was noted on the third deployment. Per the physician, annular aortic calcification contributed to the infold. Ultimately, a new valve was successfully implanted. This event does not indicate device misuse or malfunction. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that per the physician, annular aortic calcification contributed to the infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a fluoroscopy inspection showed a successful valve load with no overlap of the inflow portion of the valve. A pre-balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon. The valve was deployed in a low position and was recaptured. The valve was deployed again in a high position and was recaptured. The valve was deployed for a third time and an infold was observed. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used for a successful implant. Of note, the patient's annulus perimeter was 93.3 mm with a derived diameter of r 29.9 mm. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.